Event description:
It was reported the patient felt she was going to pass out and went to the emergency room. It was discovered there was a delay in detection of the ventricular tachycardia based on the programming parameters. The implantable cardioverter defibrillator eventually detected and treated the ventricular tachycardia. Re-programming suggestions were made to prevent recurrence. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2012; 6944, implantable tachy lead, (B)(6) 2012. (B)(4).